Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly (pin 1). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a pump error during self test. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a hardware low level failure alarm. The customer reported that they were able clear the alarm. The customer reported that they were able to rewind the insulin pump and also passed the self test. The customer reported that the error had occurred twice and they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.